Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4)

Event description:
As reported to angiodynamics on march 14, 2018 by a medical device company (B)(6) (B)(4)): on 02/23/2018, it was reported that during a patient's hemodialysis (hd) treatment, the venous line of the combiset became separated from the arterial lumen of the patient's catheter. Per the nursing notes, the patient's estimated blood loss (ebl) was approximately 200 ml and the patient was clammy and began to stare off. The clinical manager reported the patient to be hypotensive. The treatment was stopped and saline administered (amount unknown). The patient recovered from the event and was sent home. The clinical manager stated that the patient was recommended to return for an additional treatment, however the patient declined. The central venous catheter used by the patient is not a (B)(6) device. The manufacturer of the central venous catheter is angiodynamics. The central venous catheter used was 15fr x 24 cm. No other information regarding the central venous catheter was provided. It was reported the defective disposable device is not available for return to the manufacturer as it was disposed of by the user.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Without a device evaluation, the reported complaint description cannot be confirmed and a root cause cannot be determined. This complaint was reported by a third party and there was no catalogue number, lot number, or end user/customer information available. Without this device identifying information, a ship history report or a review of the lot history records could not be performed. Angiodynamics makes multiple types of dialysis catheters. The duramax dialysis product family was used for the complaint trend review and for risk management due to lack of information reported. Without an identifying device part number, the IFU is unknown. A labeling review could not be performed. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).